Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had software error detected alarm again after troubleshooting. The customer¿s blood glucose was 87 mg/dl. The troubleshooting was performed. Customer reported that they were able to clear and able to rewind the insulin pump. Self test was passed. Customer declined further troubleshooting. The insulin pump will be returned for analysis.